Manufacturer narrative:
This report is submitted on aug 17, 2021.

Event description:
Per the clinic, the patient reported a decreased performance with the device use. It was noted that all electrodes seems to be short / open circuits. However, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.